Manufacturer narrative:
Investigation summary: a complaint of foreign matter found on the spike end was received from the customer. An unused sample was provided for investigation of this defect. Through visual inspection the customer complaint was confirmed. Foreign matter was found on the cap of the spike. A device history record review for model 2420-0500 lot number 21013052 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an issue related to the supplier molding process. Bd manufacturing, supplier quality engineering, and the supplier are aware of this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that mold was found on the spiked end of the as lvp 20d dehp 2ss cv. The following information was provided by the initial reporter: "alaris pump IV tubing noted to have?mold or ?fungus on the spiked end."